Manufacturer narrative:
Medtronic received additional information from the patient¿s physician that the valve was explanted due to the infectious disease process caused by intravenous drug use with extensive myocardial destruction, root dehiscence, large peri aortic abscess extending into the rvot, peri aortic pseudoaneurysm, endocarditis and edema. The explant was due to the patient¿s condition, the device worked properly and there is no allegation of a malfunction or complaint. The product will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Multiple attempts to obtain additional information regarding this explant have been unsuccessful. It was reported that the product will not be returned to medtronic for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that one and one half months after the implant of this bioprosthetic aortic root valve, the valve was explanted for an unknown reason. A different valve was successfully implanted. No adverse patient effects were reported. The explanted valve will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.